Manufacturer narrative:
(B)(4).

Event description:
Procedure: segmental resection of lung and thoracoscopy. According to the reporter: at the 4th firing on the segmental bronchus, staple malformation occurred. Tissue was additionally resected with new stapler and new cartridge.